Event description:
Fill volume: 240ml, flow rate: 5ml/hr, procedure: chemotherapy, cathplace: subclavian implantable venous access, infusion started: (B)(6) 2015 at 1545, infusion ended: (B)(6) 2015 at 0800. An international distributor reported an incident that occurred in (B)(6) in which a pump's infusion ending sooner than expected. It was reported as, "had to fast flow. Function-too high". The sample is available for return. Additional information was received on 05/22/2015. The incident was further described as, "product (5 fu) fitted for 48 hours and infused just 15 hours after". No patient injury nor medical intervention was required. The patient's current condition is reported as quite good.

Manufacturer narrative:
Methods: the device was received analyzed and tested. A visual inspection, pressure pot testing, flow rate accuracy test and infusion verification were performed on the returned unit. A review of the instructions for use (IFU) and use conditions were also reviewed. Results: the pump was refilled with 0.9% of saline to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. The pump yielded a flow rate of 4.84ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow control tubing. The tubing was detached from the pump and connected to a pressure gauge. The flow restrictor yielded a flow rate of 4.82ml/hr, which is within specifications with a +/-15% tolerance. The instructions for use (14-60-588) provide the following information: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 °c/88 °f) and the tubing should be under the patient¿s clothing. If the easypump lt is used with the flow restrictor at room temperature (20 °c/68 °f), delivery time will increase approximately by 25%. The easypump lt delivery should be started within 8 hours of filling. Storage of a filled easypump lt unit for more than 8 hours prior to starting infusion may result in a 10% longer delivery time. If the easypump unit needs to be stored in the refrigerator or freezer, allow the unit to warm to room temperature before using. Refer to table 1 on page 9: delivery time information, for the required information to meet room temperature. Note: delivery time can increase significantly as a result of extended storage time. The easypump nominal flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. When administering through a central or peripheral catheter, follow instructions provided by the catheter manufacturer. Peripherally inserted central catheter (PICC) lines smaller than 20 g x 56 mm (or other restrictive devices) will decrease flow rate. Avoid getting detergents (like soap) or alcohol on the filter which may cause leakage from the air eliminating vent. Roll tubing between fingers to promote flow if clamped for extended time. Easypump lt is indicated for continuous delivery of medications through intravenous, intra-arterial, intramuscular, subcutaneous or epidural routes. This pump is also designed for patients to use at home; therefore it is the responsibility of the healthcare provider to ensure patient is educated in the proper use of the system. Conclusion: the investigation summary concludes that fast flow was not observed on the device. During flow accuracy testing, the pump met specifications. During pressure pot testing, the flow control tubing met specifications. It was reported that the pump was filled to 240ml's which is less than the nominal volume of 270ml's for this pump. In addition, as the customer reported the pump was used in a moderately warm environment. The flow rate of the pump will increase as the temperature increases per the IFU. Therefore, it is likely that the fill volume and warm temperature may have caused or contributed to the faster flow rate. The device history record was reviewed for the lot number of the manufactured unit. The lot met all manufacturing process and quality specifications prior to release. There were no reworks or nonconformance reports during the manufacturing of this lot associated with the reported condition of fast flow. A technical bulletin regarding "factors affecting flow rate and delivery time" was sent to our customer along with the closure letter. This incident has been included in our complaint handling database, which we actively monitor and trend.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.